Event description:
It was reported that a revision procedure was performed and the right ventricular (rv) lead was successfully reposition. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received indicating prior to the revision procedure, noise resulting in oversensing was noted on the right ventricular lead.